Event description:
It was reported that the patient experienced dyspnea and dizziness due to the device being in vvi65 mode. This occurred when a measurement lock-up on the implantable pulse generator (ipg) triggered a false elective replacement indicator (eri). A software upgrade was uploaded and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).